Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 22 mg/dl at the time of the incident. The customer got into a car accident after the customer received a button error alarm. The customer was at 120 mg/dl at the time of the call. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was asked to discontinue pump use. The insulin pump will be returned for analysis.